Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and x-ray tube were evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported that during a case when the tube arced it gave an overload fault which locked up the system and it had to be rebooted. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.